Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, two vessel sealer extend (vse) instruments failed to fully fire and got stuck on tissue. The customer moved the vse instruments to the integrated electrosurgical unit (iesu). The site called back to report that they encountered the same issues when moving to the iesu. The customer confirmed that they were using two different vse instruments. The technical support engineer (tse) advised moving the instrument to a new universal surgical manipulator (usm) to see if the issue persisted. The customer brought in a third vse instrument and installed it back on the e-100 generator and had no issues at the time of the call. The customer called back in stating that the vse with the different lot number worked for approximately 10 minutes and started having issues again. At the time of the call, the customer had replaced the vse instrument with a syncroseal instrument, and the surgeon proceeded with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no bio debris build-up prior to the interaction where sticking was observed. There was no tissue observed getting caught. There were no faults prior to this causing a fault/error. The instrument kept throwing an error message. There were no jaws stuck on tissue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported failure could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e-100 and erbe generators. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal and cut tests successfully. There was no physical damage observed during testing. Logs displayed the instrument was installed two times and passed homing. There were two strong grip failures within three seal events. Other coagulation and seal errors were also observed in the logs. This instrument was used for about 31 minutes. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. A review of the advanced technical log for the instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: it¿s hard to tell from logs if there were confirmed unclamping failures or tissue sticking to jaws. ¿failed to fully fire¿ complaint could possibly be due to a sealing related issue (low torque and strong grip fail errors). The probable root cause cannot be determined.